Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The surgeon missed vacuum one and vacuum two once each during the docking process/before the treatment. Suction ring and patient interface cone were docked twice each on patient¿s eye because the surgeon has had difficulties reaching a valid suction one and two value. The treatment of the patient's right eye was finished successfully. The user operated within the recommended energy settings. The user operated not within the recommended canal spot setting. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vertical gas break through occurred during bed cut in the right eye of a patient, during refractive surgery. The surgeon tried to lift the flap, but attempt failed. There was no harm, but surgeon cannot lift the flap, so patient has to repeat the procedure later.